Manufacturer narrative:
Additional information was added: the device was manufactured from march 12, 2019 - march 14, 2019. The actual device was not received; however, a photograph of the sample was available for evaluation. Visual inspection of the photograph identified white drug residue at the blue winged cap area which suggests a leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the blue winged cap after priming. The event was further reported as the ¿drug is precipitating around the edges of the wing cap indicating that somehow drug is leaking through¿. The set was filled with 3500mg flurouracil diluted in 115ml of saline. This occurred prior to patient use. There was no patient involvement. No additional information is available.